Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported difficult to advance the sgc cannot be determined. The reported thrombosis/thrombus appears to be related to patient conditions as it was reported that the patient may have heparin induced thrombocytopenia, which likely contributed to the thrombus in a setting with therapeutic act (activated clotting time). Thrombus is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a second mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw clip delivery system (cds) was inserted. However, once the clip delivery system (cds) enter the left atrium (la), a clot was noticed on the tip of the steerable guide catheter (sgc). There was difficulty crossing the septum with the sgc. A decision was made to continue the procedure with a non-abbott dual-filter embolic protection device to reduce the risk of stroke. It was noted that a blood test was performed and revealed that the patient may have heparin induced thrombocytopenia, which likely contributed to the thrombus in a setting with therapeutic act. A second mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.